Event description:
The manufacturer received information alleging that pca burned, the customer reported the device had no power. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filled.

Event description:
A ds2adv device was returned to a third-party service center with an initial allegation of no power supply in device. There was no report of serious or permanent harm or injury, and no medical intervention was required by the patient. During the evaluation of the device at the third-party service center, the device was inspected, and technician stated pca was burned. Additionally, this device has been serviced, inspected, tested, met acceptance criteria in accordance with all the applicable customer requirements. The device will be returned to manufacturer product investigation laboratory for further investigation.

Manufacturer narrative:
In the previous report, the ¿become aware date¿ and ¿due date¿ were incorrect and have now been corrected. Additionally, the h6 evaluation method code grid was identified as inaccurate and has been properly updated, and the b5 verbiage has been accurately revised in this follow-up report.